Manufacturer narrative:
(B)(4). Patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
Dexcom was made aware on 09/24/2018, that on (B)(6) 2018, the transmitter had an unknown issue. Data was provided for evaluation. The confirmation of the complaint is confirmed. A probable cause could not be determined. No additional event or patient information is available.